Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a monitoring voltage of 2.51 volts with a charge time of 10.1 seconds. The device had been implanted for one year and is nearly at elective replacement indicator (eri) battery status. The device was not programmed with high outputs, and has not delivered any shock therapy. The patient will be checked again in one month.